Event description:
Additional information has been provided upon request. The pump was temporarily stopped by the computed tomography surgeon while the patient was on bypass. The team was unaware of the surgical mode at that time. The pump was plugged back into the console after the patient came off bypass and restarted. The pump is not available for return.

Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Manufacturer narrative:
During impella 5.5 pump support, the patient experienced the pump being unable to be placed or positioned. Clinical stated the ""placement signal not reliable alarm"" occuring prior to pump placement. A new pump was used as the result." Clinical rationale: an impella 5.5 device was inserted into the right axillary/subclavian artery in a 60-year-old male patient presenting in scai stage e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support during a high-risk cardiothoracic (CT) surgery: coronary artery bypass surgery (CABG) and aortic valve repair/replacement. While the patient was in the intensive care unit (ICU), there was an impella defective alarm. The alarm occurred after the impella was plugged back into the automated impella controller (aic), after it was disconnected for a period of time while on cardiopulmonary bypass (cpb). The alarm resolved after troubleshooting steps. It was noted that there was persistent suction alarms; however, the nurse stated that the patient was in the operating room. There was no noted interruption of flow or support for the patient. Nine days after impella insertion, the device was successfully weaned. The post-procedure outcome is survived at explant. The impella functioned at p-4 at 2.2l/min as intended.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had placed a impella 5.5 to support a surgical patient. The prior 5.5 had been replaced due to loss of optical signal. During the support there were persistent suction and a defective pump alarm that was remedied by a pump re-start. Additionally, there was an effusion during the support which prompted intervention/holding of the anticoagulation. The patient was later successfully weaned and survived.